Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer also reported that they were not feeling well. The customer's blood glucose was over 1000 mg/dl at the time of incident. The customer's blood glucose was 96 mg/dl at the time of call. The customer stated that they reverted to manual injection to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.